Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Vessel morphology was reported as severely calcified, non tortuous and moderate stenosis. It was reported that during the removal of the delivery catheter the physician experienced difficulties. The retraction of the nosecone of the device, was clamping due to the disinsertion of a small cylinder, which required many movements to retrieve the device; however, the device was removed without issue to the patient. No additional clinical sequelae were reported, and the patient is fine. Please note that this device the talent xcelerant aui stent graft with hydro is distributed outside the united states; however, it is similar to the united states distributed product talent xcelerant stent graft with hydro.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: (severely calcified and moderate stenosis).